Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses, which were noted on telemetry. Unstable and high impedance were noted on the right ventricular (rv) lead. An impending lead fracture was also noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.